Event description:
Per the audiologist, the pt's device was dislodged due to a seroma and granulation tissue surrounding the device. The pt's device was explanted in 2008. Reimplantation is planned for sometime in 2008 but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.